Manufacturer narrative:
Inspection of the returned device indicated the following: there was deformation at the cutting edge of the inner blade. Further dissection showed there was no component damage other than the inner tube, the deformation are the results of the impact between the cutting edge of the inner blade and the outer blade. The qe contacted the sales representative to further clarify the working environment prior to this incident. The sales representative indicated that the surgeon was using the device while moving it from side to side. This could potentially cause the inner tube to be pushed out of the cutting window and consequently hit the outer tube. This is not within the surgical technique taught by smith & nephew, which emphasizes using the device medially as opposed to side-to-side, and IFU states that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Smith & nephew will continue reemphasizing the correct surgical technique for this device and monitoring complaints for recurrence of this issue. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is required. (B)(4).

Event description:
During a hysteroscopic d&c, it was reported that the device was not window locking properly. In addition, the tip broke and was removed from the patient. There was a reported one hour delay with no surgical complications or patient injury.